Event description:
Boston scientific corporation was informed that during a egd (esophagogastroduodenoscopy) procedure, there were four clips that would clip, but would not hold onto the tissue. However, no tissue was torn. The physician completed the procedure with a fifth of the same device with no patient complications and the patient is fine. Note: this complaint is one of four devices used in the procedure. Refer to MFR 3005099803-2009-00686, 3005099803-2009-00687, 3005099803-2009-00689 for other related report.

Manufacturer narrative:
(Poor bite). The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The DHR investigation could not be completed as the batch number was not supplied by the end-user of the device. The suspected device was disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undeterminable.